Manufacturer narrative:
Concomitant medical products: 3058 urinary stim ipg, implanted: (B)(6) 2022. 978b128 urinary stim lead, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the same day post-implant, the right atrial (ra) lead exhibited dislodgement, evident of chest x-ray. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.